Event description:
The lay user/patient's case manager (cm) contacted animas on (B)(6) 2012 to report that the subject pump was auto suspending without user intervention. The reporter stated that pump auto-suspended on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 07/09/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: on investigation, the pump's suspend history shows the pump was suspended on (B)(6) 2012 5:02pm and resumed on (B)(6) 2012 at 5:12pm. The history also shows that the pump was not suspended on either (B)(6) 2012 or (B)(6) 2012. Pump was exercised for 24 hours on a 1 unit per hour basal program, no self suspending occurred during this time. The pump history appears to be inaccurate. The black box verifies a manual date and time change was made by the user on (B)(6) 2012 5:44pm to (B)(6) 2012 5:43pm. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump's history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump's history. No hypersensitive keypad buttons were noted during investigation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.